Event description:
It was reported that the pump experienced a malfunction alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report any recurring issues.